Event description:
It was reported that the patient called to report that his inflatable penile prosthesis (ipp) device has stopped working. He states that it will no longer inflate and that he thinks it is broken. He called to ask for assistance in finding a prosthetic specialist in his area as his original dr. Has retired. Patient liaison recommended (B)(6), patient will contact if he has further questions.